Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and did not like the way it seated in the eye. The second lens inserted into this pt (see 2023826-2008-00671) the posterior capsule was damaged after the first lens was inserted. Consequently, the surgeon could not get this lens to seat properly in the eye. Sutures were required after an acl was implanted. The reporter stated the incident was due to a pre-existing pt condition and not related to the product.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product showed that the lens was torn in half, one haptic was torn and the other was bent. There was clear surgical residue on the lens.